Event description:
Follow up information identified the physician explanted the scs system and replaced it. The patient reportedly wanted upgraded technology, so the ipg was electively replaced. Postoperatively, effective stimulation was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell multiple times, and experienced ineffective stimulation. X-rays were ordered, and diagnostics revealed high impedances. As a result, the patient may be awaiting surgical intervention.